Event description:
The customer reported the column did not want to go down. Pushed button several times before it would move. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the power supply.